Event description:
It was reported that in the ICU, resistance was met when the doctor was feeding the catheter over the guide wire that was placed in the patient's right ij. Upon removal from the catheter, he noticed that the guide wire began to unravel and pull on the catheter. As a result, both the guide wire and catheter were removed together and a PICC was placed in the patient's left arm instead. A delay was reported, however, there was no additional harm to the pt due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4).